Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer treated bg with a correction bolus via the pump. Reportedly, the customer declined additional troubleshooting and continued to use the pump for insulin therapy.